Manufacturer narrative:
Received one trocar with cannula for evaluation. Investigation, including root cause analysis is in progress.

Event description:
The surgeon reported the cannula was inserted with the trocar, and it stayed attached to the trocar. There was no patient injury. No additional information is expected.